Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of nerve injury in a female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced "neurological injuries" (nerve injury). At the time of reporting, the outcome of the event was unk. Follow up info was received on 21 oct 2010 via medical records. On (B)(6) 2010, the pt reported being seen by neurology for numbness in her left leg and falling often. This had been going on for about a year. She reported numbness of both lower legs and also numbness of her left hand. Nerve conduction studies were normal. She had a copper and zinc level done which showed a high zinc level and a low copper level. She was still undergoing further investigation regarding this. She believed this was due to a denture cream problem and was currently involved in a lawsuit regarding the matter. She was also working towards disability for this condition. The pt had a history of right knee surgery. Assessment included pain in limb, numbness, fatigue, and low back pain (believed to be due to weight gain). On (B)(6) 2010, the pt continued to complain of numbness of the left foot and right hand, low back pain, mid thoracic pain, elevated zinc levels, and weakness of her arms. On (B)(6) 2010, it was noted the pt was initially seen in consultation in (B)(6) 2009 for complaints of left arm and leg pain, numbness, and paresthesias. The pt was now being seen in follow up for copper deficiency. The pt was edentulous and had worn dentures for many years and described going through several tubes of denture cream a week. The pt had previous undetectable serum copper levels at less than 20 mcg/dl and elevated serum zinc at 217 mcg/dl. The pt had a ceruloplasmin level of 2 mg/dl and a 24 hour urine copper, which was normal. The pt reported falling four times in the last month due to progressive gait instability and left leg numbness. Assessment included a possibility of copper deficiency secondary to hyperzincemia in the setting of excessive denture cream use. This had been noted in the literature. The pt did not have electrodiagnostic evidence of a neuropathy at this time. Oral copper supplementation was started (copper gluconate 2 mg, three times a day). On (B)(6) 2010, the pt continued to use the same denture cream that she believed to be causing the problem. The physician (not a neurologist) could not agree with the pt about disability. She still had normal gait and appeared to him as though she should be able to be employed. On (B)(6) 2010, the pt's zinc level was slightly higher (from 217 to 220). The pt reported that she stopped the denture cream, but had still noticed increased numbness in her lower legs. The pt reported the sudden weight increase had caused her to experience difficulty breathing. On (B)(6) 2010, the pt's neurologist believed she was retaining fluid. Nortriptyline was discontinued due to dry mouth, urine retention, and weight gain. The pt was switched to gabapentin, which should help with neuropathy, as well as anxiety (according to the physician). On (B)(6) 2010, the pt reported her neurologist agreed that this was not a significant disability. She had normal function and no objective evidence of neuropathy. The pt described subjective symptoms present for greater than one year. The pt was seen in the emergency room on (B)(6) 2009 for complaints of numbness on the left side and one time prior to this. The pt was seen in the emergency room regarding a fall that caused a laceration on her buttock on the left side, which needed sutures. On (B)(6) 2010, the pt reported falling more and more frequently. Her leg numbness was also getting worse. On (B)(6) 2010, the physician recommended the use of a cane at all times due to the pt's frequent falls. On (B)(6) 2010, the pt's fatigue was improving. She believed the vitamin d had helped a lot. The pt was not having any falls due to use of her cane. On (B)(6) 2010, the pt was seen for a second opinion regarding her disabilities. Assessment included hemianesthesia and hemiplegia affecting the non-dominant side. On (B)(6) 2010, a recent brain magnetic resonance imaging (MRI) showed no abnormality. A spinal MRI showed multilevel stenosis with mild cord compression. The pt had longstanding mid thoracic pain secondary to scoliosis. The physician believed the pt's complaints could potentially be explained by her cervical spinal stenosis; the asymmetry was unusual. On (B)(6) 2010, the pt's thoracic and lumbar mris failed to demonstrate a cause for her symptoms. The pt's extensive neurologic eval including electromyography (emg)/nerve conduction studies (ncs), brain MRI, and cervical/thoracic/and lumbar spine mris had been remarkable only for cervical spinal stenosis with possible cord flattening. A neurosurgery referral was recommended. On (B)(6) 2010, it was reported that surgical intervention had been recommended for her neurological problems. On (B)(6) 2010, the pt's zinc and copper levels were back to normal levels. The zinc was 101 and copper was 120. On (B)(6) 2010, the pt reported having neck surgery (cervical discectomy in (B)(6) 2010). The pt stated everything went well and she now had strength back in her left arm now. On (B)(6) 2010, a lot of the paresthesias had resolved. On (B)(6) 2010, the pt's lab work showed normal blood counts, normal kidney and liver function, normal electrolytes, and thyroid levels were also in the normal range. The pt's vitamin d levels were still low. On (B)(6) 2010, the pt complained of pain in her right leg, around the shin. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).